Manufacturer narrative:
Concomitant products: 419388 lead, implanted: (B)(6) 2004; 5076-45 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead pacing thresholds were increasing and high due to what appeared to be mineralization around the distal pacing tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead was extrinsically over-rotated. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.